Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. As reported, the patient underwent placement of the trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was embedded in the wall of the ivc, several struts had perforated the ivc, had caused extensive clot formation and could not be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting does not represent a device malfunction. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Perforation of the vena cava was reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was embedded in the wall of the ivc, several struts had perforated the ivc, had caused extensive clot formation and could not be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of the trapease vena cava filter. The information provided indicated that the patient underwent an updated computed tomography (CT) scan which revealed that the filter had embedded in the wall of the inferior vena cava (ivc), several struts had perforated the ivc, had caused extensive clot formation and could not be removed. The patient also reported blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved, but no retrieval attempt has been made. The patient also reports to have experienced a fully blocked vena cava, swelling, pain, unable to walk, pain in side, depression, anxiety, and damage to the vena cava. The patient¿s medical history is significant for meningitis, pulmonary embolism, hyperlipidemia, depression and migraines, surgical history includes tonsillectomy, tubal ligation, breast implants and ivc filter implant. The indication for the filter implant was pulmonary embolism with acute respiratory distress. The filter was implanted in the inferior vena cava below the level of the renal veins. It was noted that there was no thrombus within the right iliac or ivc vessels. The patient was discharged on coumadin regimen. Approximately 2 months later, the patient presented at the ER with rectal bleeding and a subtherapeutic inr. No rectal bleeding was observed, the medication regimen was adjusted and follow up with md on discharge. Approximately 6 months after the ivc implant, the patient had abdominal discomfort/pain an obstetrical ultrasound revealed a left ovarian cyst and a probable intrauterine pregnancy at 4.5-5 weeks. Approximately four months later the patient complained of right lower quadrant pain and was diagnosed with round ligament pain. Approximately 11 years post implantation the patient was admitted for right abdominal pain. There was no evidence of thrombosis or embolism. Approximately 13 years post implantation, a CT scan revealed the ivc filter at the l2 level and an inflammatory reaction adjacent to the distal interior vena cava and proximal right and left common iliac vein, possibly thrombophlebitis. An ultrasound (u/s) showed no evidence for deep vein thrombosis in the visualized veins. The patient was admitted for bilateral leg swelling and pain, thrombosis of vascular prosthetic devices, implants and grafts, chronic embolism and thrombosis of inferior vena cava and deep veins of the lower extremities. CT scan reveals vena cava occlusion. Report stated the symptoms were definitely chronic in nature. Large venous collaterals are responsible for venous return from the lower half of the body. Moderate inflammation noted around the vena cava and ivc filter. Thigh high compression therapy recommended. CT venogram identified extended venous inflammation around the filter as previously described. The plan of care was described as serious consideration for filter removal and venous thrombectomy/endarterectomy. A CT of the abdomen showed the trapease inferior vena cava filter in the infrarenal ivc. Two of the left lateral and posterior struts project beyond the confines of the inferior vena cava and likely thrombus at the level of the filter. The proximal ivc is distended demonstrating heterogeneous enhancement and moderate amount of perivascular fatty tissue stranding. These findings extend into the common iliac veins, which remain dilated. External iliac veins and common femoral vein, all of which demonstrate heterogeneous intraluminal enhancement, likely related to thrombus. There is extensive caval, ilial, and femoral thrombosis with the venous system dilated demonstrating moderate perivascular fatty tissue stranding. There are prominent gonadal veins bilaterally. Both of which drain distal to the inferior vena cava filter. These findings can predispose to collateralized thrombus and pulmonary embolus. A doppler u/s thrombus noted in right cfv through popliteal veins approximately 1 month later, the patient presented to the ER for flank pain and nausea ¿ there was no evidence for deep vein thrombosis in visualized veins. Inflammatory reaction adjacent to the distal inferior vena cava and proximal right and left common iliac veins, that maybe thrombophlebitis. Per the physician notes, the CT scans 13 years and 4 months post implantation and 10 years 10 months post implantation were reviewed. Physician was not convinced that there was significant thrombus present within the inferior vena cava. Physician thinks there might be some chronic scar or old thrombus associated with her filter. Per the assessment of the physician: the patient presents 13 years after insertion of a trapease filter, the filter cannot be removed. If the patient develops significant symptoms a potential treatment is to insert a stent to crush the inferior vena cava filter together with percutaneous thrombectomy/lytic therapy. As the patient has no appreciable symptoms of lower extremity edema or pain, the physician did not think that further invasive imaging, or endovascular treatment was indicated or necessary. Physician would suggest that the patient start chronic aspirin therapy 325 mg daily. Should the patient ever have recurrent symptoms of venous thromboembolism, after acute therapy, she would be a good candidate for chronic treatment with eliquis 2.5 mg twice daily. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Damage to the vena cava was reported. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling of the lower extremities. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Anxiety, pain, unable to walk, and depression do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Additional information was provided and is available in: section a1 (patient identifier) section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section b7 (relevant history race and medical history) section d1 (brand name) section d4 (model, catalog, lot number, and expiration date) section g4 (date received by the manufacturer and PMA/510(k) number) section h4 (manufacturing date) section h6 (evaluation codes) the implant date was confirmed to be accurate.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was embedded in the wall of the ivc, several struts had perforated the ivc, had caused extensive clot formation and could not be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: past medical history includes meningitis, pulmonary embolism, hyperlipidemia, depression and migraines. Surgical history includes tonsillectomy, tubal ligation, breast implants and ivc filter implant. The patient was admitted for pulmonary embolism with acute respiratory distress. The trapease ivc filter was implanted in the inferior vena cava below the level of the renal veins. It was noted that there was no thrombus within the right iliac or ivc vessels. The patient was discharged on coumadin regimen. Approximately 2 months later, the patient presented at the ER with rectal bleeding and a subtherapeutic inr. The medication regimen was adjusted and follow up with md on discharge. Approximately 6 months after ivc implant, the patient had abdominal discomfort/pain and serial ob ultrasounds that revealed gestational sac with surrounding double decidual sac sign. The sac is extremely small, and no contents are identified. A left ovarian cyst is identified. Probable intrauterine pregnancy 4.5-5 weeks. Intrauterine gestational sac estimated 7 weeks. Single living intrauterine pregnancy, age 15 weeks 2 days. The patient was diagnosed with round ligament pain and treated medically. Approximately 11 years post implantation the patient was admitted for right abdominal pain. There was no evidence of thrombosis or embolism. Approximately 13 years post implantation, a computerized topography (CT) scan reveals ivc filter at the l2 level. Inflammatory reaction adjacent to the distal interior vena cava and proximal right and left common iliac vein. This may represent thrombophlebitis. U/s shows no evidence for deep vein thrombosis in the visualized veins. The patient has been followed in an anticoagulation clinic for coumadin regimen adjustments. The patient was admitted for bilateral leg swelling and pain, thrombosis of vascular prosthetic devices, implants and grafts, chronic embolism and thrombosis of inferior vena cava and deep veins of the lower extremities. CT scan reveals vena cava occlusion. Report stated the symptoms were definitely chronic in nature. Large venous collaterals are responsible for venous return from the lower half of the body. Moderate inflammation noted around the vena cava and ivc filter. Thigh high compression therapy recommended. CT venogram identified extended venous inflammation around the filter as previously described. The plan of care was described as serious consideration for filter removal and venous thrombectomy/endarterectomy. CT of adb: trapease inferior vena cava filter in infrarenal vena cava. Two of the left lateral and posterior struts project beyond the confines of the inferior vena cava. Heterogeneous enhancement of the inferior vena cava at the level of the filter, likely related to thrombus. The proximal inferior vena cava is distended demonstrating heterogeneous enhancement and moderate amount of perivascular fatty tissue stranding. These findings extend into the common iliac veins, which remain dilated. External iliac veins and common femoral vein, all of which demonstrate heterogeneous intraluminal enhancement, likely related to thrombus. Trapease inferior vena cava filter in the infrarenal cava. There is extensive caval, ilial, and femoral thrombosis with the venous system dilated demonstrating moderate perivascular fatty tissue stranding. Prominent gonadal veins bilaterally. Both of which drain distal to the inferior vena cava filter. These findings can predispose to collateralized thrombus and pulmonary embolus. Please correlate clinically. Doppler u/s thrombus noted in right cfv through popliteal veins approximately 1 month later, the patient presented to the ER for flank pain and nausea ¿ there was no evidence for deep vein thrombosis in visualized veins. Inflammatory reaction adjacent to the distal inferior vena cava and proximal right and left common iliac veins, that maybe thrombophlebitis. Per the physician notes, the CT scans 13 years and 4 months post implantation and 10 years 10 months post implantation were reviewed. Physician was not convinced that there was significant thrombus present within the inferior vena cava. Physician thinks there might be some chronic scar or old thrombus associated with her filter. Per the assessment of the physician: the patient presents 13 years after insertion of a trapease filter. The filter cannot be removed. These filters have a relatively high rate of inferior vena caval thrombosis of approximately 6%. If the patient develops significant symptoms a potential treatment is to insert a stent to crush the inferior vena cava filter together with percutaneous thrombectomy/lytic therapy. As the patient has no appreciable symptoms of lower extremity edema or pain, I do not think that further invasive imaging, or endovascular treatment is indicated or necessary. Physician would suggest that the patient start chronic aspirin therapy 325 mg daily. Should the patient ever have recurrent symptoms of venous thromboembolism, after acute therapy, she would be a good candidate for chronic treatment with eliquis 2.5 mg twice daily. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 13 years 5 months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved, but no retrieval attempt has been made. The patient also reports suffering from a fully blocked vena cava, swelling, pain, unable to walk, pain in side, depression, anxiety, and damage to the vena cava.